Event description:
It was reported that x-ray revealed externalized conductors between the svc and rv coils.

Event description:
New information received indicated that the patient received an alert for high pacing lead impedance. The lead was explanted, and the patient recovered from the procedure. Lead will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes at patient follow up, noise was observed.